Event description:
The clinician attempted to place the feeding tube using the cortrak 2 eas device. She noticed that is continued to deviate to the right after the third attempt the placement was stopped and the nurse recommended the tube be placed under fluoroscopy. No liquid of any kind was administered. A short time after the attempts the pt started having some dyspnea. A portable chest x-ray was ordered and a right sided pneumothorax was found. The pt required a chest tube on (B)(6) 2014. The chest tube was removed on (B)(6) 2014. The right lung showed no further evidence of pneumothorax.

Manufacturer narrative:
The corpack returned was evaluated and found to have no defect and functioned according to specifications. The first placement file was reviewed. Little forward progress is seen until after the 3 minute point. At approximately 3 minutes and 45 seconds into the placement deviation to the patients right indicative of a lung placement is noted. The clinician continues to place the tube until approximately the 3 minute 57 second mark at which time the tube is pulled back and placement is again attempted. At approximately 4 minutes 20 seconds the forward movement to the patients right is again noted, with the clinician pulling the tube back at 4 min 30 seconds. Some forward and back movement continues until approximately 6 minutes 28 seconds at which time the tracing shows the tube being placed further into the right lung. The tracing shows the tube being removed. The second and third placement files also show right lung placement. Per the customer report "the nurse noticed that it continued to deviate to the right so she stopped and recommended the tube be placed under fluoroscopy." It is unclear why the clinician continued the placement after the first right sided tracing deviation. Feeding tube placement is dependent on the clinician and pt and not the tube or device itself.